Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in a calcified and moderately tortuous unknown vessel with this 2mm x 20mm x 142cm sterling balloon catheter. The first inflation was made to 14atms. On the second inflation, the balloon ruptured at 14atms. The procedure was completed with a different device. There were no reported patient complications. The patient status is listed as good. Additional information has been requested and is not available.